Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customers blood glucose value was 460 mg/dl. Customer stated that the insulin pump had a critical insulin pump error alarm. Customer reported that they received open book image on the insulin pump screen. The customer will discontinue use of the device.